Event description:
It was reported that a diagnostic coronary angiogram was performed in october 2002. A perclose device was used to close the right femoral artery. In november 2002, an interventional procedure was performed; an angio-seal device was successfully placed in the right groin following the procedure. In 2002, the pt returned to the hospital with an infection at the angio-seal site. Blood cultures were positive for staph. Aureus. The device was surgically removed and the area evacuated 2 days later. The pt is reported to be recovering.